Manufacturer narrative:
The field service engineer replaced and performed adjustments for the sample and reagent probes. He checked the gearhead pump and the cuvette wash levels. He ran calibrations and qc. The investigation did not identify a specific product problem. The cause of the event could not be determined. The service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results from the cobas 8000 c702 module. On (B)(6) 2024, sample 1 initial result was 4.2 mmol/l and the repeat results were 17.3 mmol/l and 17.5 mmol/l. On (B)(6) 2024, sample 2 initial result was 6.1 mmol/l and the repeat result was 16.8 mmol/l. The questionable results were not reported outside of the laboratory.